Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to preparation of the wire which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove appears to be related to operational circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. After inflation and deflation of the non-abbott balloon catheter without issue, it was attempted to remove the balloon catheter but it became stuck with the command 14 guide wire. Both devices were removed together as a single unit. A new unspecified guide wire and balloon were used to successfully complete the procedure. Although a clinically significant delay was reported, there were no reported adverse patient effects due to our device. No additional information was provided.